Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this case report was received from a physician who received communication from an attorney group on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and plaintiff had requested a hysterectomy due to essure. In the present case, limited information was provided. The exact reason for the hysterectomy request was not specified. Moreover, it was not confirmed whether or not hysterectomy was indeed performed. However, despite the lack of details for a comprehensive causality assessment, considering essure removal was/would be required, causality with the suspect insert cannot be excluded and this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("patient had requested a hysterectomy due to essure") in a female patient who received essure for female sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: this case report was received from a physician who received communication from an attorney group on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and plaintiff had requested a hysterectomy due to essure. In the present case, limited information was provided. The exact reason for the hysterectomy request was not specified. Moreover, it was not confirmed whether or not hysterectomy was indeed performed. However, despite the lack of details for a comprehensive causality assessment, considering essure removal was/would be required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis has been sought. Further information is expected.